Event description:
While performing an ankle fusion, the surgeon drilled into an already implanted 7.0 screw. Upon removal an inspection of the drill itself, it was discovered that one of the three drill tips had broken off. The drill tip was seen via fluoro to be of close proximity to one of the already implanted screws. The drill bit was discarded and the drill tip was left implanted in the pt.